Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following implantation of an intraocular lens (iol) the lens was opacified. Additional information was requested and received sating the patient experienced very minimal posterior capsular opacification and decline in visual acuity. There are two medical device reports associated with this patient. This report is associated with the right eye.